Event description:
It was reported that the customer experienced an elevated blood glucose level of 594 mg/dl. The customer corrected the high glucose level with a manual correction injection. Reportedly cause was due to the customer not pushing air out of the cartridge. Technical support educated the customer to always ensure any gaps/air bubbles are removed from the cartridge and tubing when they complete the fill tubing step.